Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding unknown consumers with intrathecal drug delivery pumps. It was reported that the facility has had a series of pumps that had malfunctioned. There were no further specifics available but he dealt with several pumps over the years. There were no further complications reported/anticipated.